Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a temperature (temp ¿ moisture ingress) issue. The reporter alleged that there was moisture/corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/03/2015 with the following findings: visual inspection revealed that the pump case was cracked in the lower, right-hand corner of the display area. Evidence of moisture was observed behind the display. During testing, the pump was not able to be powered on. A leak test was performed and a leak at the pump case crack was confirmed. The pump case was removed and evidence of moisture contamination was found throughout the inside of the pump. The temperature issue was not able to be adequately investigated due to the moisture damage and unresponsive pump. (B)(4).